Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was over 500 mg/dl at the time of the incident. The current blood glucose level was 165 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer also stated that they have doubts insulin pump was working correctly. The insulin pump will be returned for analysis.